Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, failed back surgery syndrome. It was reported that the patient thought that the ins therapy did not work for their symptoms. The patient stated that they had a deadening of their nerve after an accident that was not related to the device or therapy. The patient reported that they had undergone surgery that had alleviated the symptoms caused by the deadening of the nerve after the accident. The patient now wanted to use the ins therapy for the return of the symptoms it was implanted for, but were unable to get the ins to turn on. No additional patient symptoms, and no additional device complications were reported for this event.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient programmer (pp) was not powering up despite having the batteries replaced. The reporter stated that the patient programmer (pp) had displayed a doctor screen before the screen went blank and not powering up. A replacement patient programmer (pp)was sent. Additional information was received from the consumer on august 24th, 2018 that their external programming neurostimulator was replaced on (B)(6) 2018 which resolved the speculated internal battery issue. The patient was waiting for an appointment for assistance on proper programming and operation. No further complications were reported.